Manufacturer narrative:
Manufacturer's report date: 04/09/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Medwatch report stated that alaris syringe pump was infusing epinephrine. It alarmed channel disconnect and stopped infusing. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.